Event description:
During a lower anterior resection, the rectal pouch was formed with an ax55b. The anvil of the cdh33 was positioned in the proximal bowel in the usual fashion. The body of the cdh was positioned transanally. The anvil and trocar were connected and the stapler was closed. The surgeon holding the stapler claimed that the gap indicator was in the middle of the green range. The instrument was fired. It was very difficult to remove from the anastomosis. Once it was removed, the anastomosis fell apart. Another ax55b and cdh29 was used to complete the procedure without consequence.